Event description:
It was reported that during implant, the lead was placed and impedances were greater than 4,000 ohms. This was rechecked twice before a new lead was placed with the same result. A second ipg was then used and good results were achieved.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.